Event description:
Reportedly, cco value incorrect. Changed cable and worked properly. No pt injury reported.

Manufacturer narrative:
Evaluation summary: s2 connector, pin 1 recessed. Device returned.